Event description:
Clinical study: it was reported that during a coronary artery stenting procedure balloon withdrawal resistance was noted. The index procedure treated the de novo, 90% stenosed and moderately calcified 2.75x13mm target lesion located in the distal circumflex artery. Treatment consisted of pre-dilation with a competitors 2.0x20mm balloon and the placement of a 3.0x20mm taxus liberte drug eluting stent deployed at 10 atm's resulting in 0% residual stenosis. The target vessel was moderately tortuous and balloon withdrawal resistance was noted during the procedure. Per the investigator, the resistance was due to an "unknown" reason. The patient was discharged the same day of the procedure on aspirin and clopidogrel. No patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint cannot be conclusively determined.